Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was advanced and deployed without issue. A nt clip was prepared per the instructions for use (IFU) and was advanced into the anatomy with intention to be positioned laterally to the first clip. Due to a rotated heart, access to the lateral region was more difficult; when performing the "m" knob, the clip shaft encountered resistance. However, all steps were successfully completed. When attempting leaflet capture, after several attempts, it was observed that one of the grippers was not lifting. Therefore, the physician removed the clip and evaluated the device. Troubleshooting was performed and eventually the gripper was able to lift. However, it was decided to use a new device. A second clip was prepared and deployed. Mr was reduced to grade 1-2.

Manufacturer narrative:
The returned device analysis was unable to confirm the reported physical resistance/sticking of the m-knob and the reported single gripper actuation issue (difficult to open or close). The reported difficult or delayed positioning-anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported resistance of the m-knob and single gripper actuation issue cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was advanced and deployed without issue. A nt clip was prepared per the instructions for use (IFU) and was advanced into the anatomy with intention to be positioned laterally to the first clip. Due to a rotated heart, access to the lateral region was more difficult; when performing the "m" knob, the clip shaft encountered resistance. However, all steps were successfully completed. When attempting leaflet capture, after several attempts, it was observed that one of the grippers was not lifting. Therefore, the physician removed the clip and evaluated the device. Troubleshooting was performed and eventually the gripper was able to lift. However, it was decided to use a new device. A second clip was prepared and deployed. Mr was reduced to grade 1-2.